Event description:
It was reported that this pacemaker system had triggered lead safety switch (lss) due to right ventricular (rv) lead impedance being high out of range exhibiting measurements above 3000 ohms and loss of capture. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system had triggered lead safety switch (lss) due to right ventricular (rv) lead impedance being high out of range exhibiting measurements above 3000 ohms and loss of capture. This pacemaker system remains in service. No adverse patient effects were reported.